Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6- type of investigation code, investigation findings code, investigation conclusion code, component code, h11. A getinge field service engineer (fse) visited the site and observed the above mentioned issue. Reset the connections of coiled cable and video receiver board but still problem persist. Cross checked the video received board with another device, provided by customer and found same was gone defective. Also observed that device showing autofill failure. Enter the service diagnostics and checked the device. Drive manifold was suspected faulty, required same for testing purpose. Fse replaced the pcb,color video receiver and manifold, drive to resolve the issue. Device passed all functional safety tests successfully. Device was returned to customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in the e1 section event site name, the full event site name is :(B)(6) hospital. A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cs300 intra aortic balloon pump`s display is getting blurred identified during routine check. There was no patient involvement.